Event description:
It was reported that a spinal cord stimulation (scs) patient required a revision procedure due to persistently high impedances, which resulted in increased charge burden and inadequate therapeutic coverage. The implanted leads were replaced. Post operatively, the patient demonstrated favorable outcomes and was reported to be doing well. The facility retained the explanted devices and indicated that they will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7085640. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4).